Event description:
It was reported that this patient expired one day after the implant of their implantable cardioverter defibrillator and right ventricular lead. The cause of death was listed as non-cardiac and there were no allegations against either the implanted system or the procedure.